Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid during the implant procedure. The procedure was aborted and the patient has recovered without sequelae. The patient was later successfully implanted.